Event description:
The customer reported that the device displayed a speaker operation error. There was no reported adverse event to the patent or user.

Manufacturer narrative:
The philips filed service engineer carried out tests on the device and stated that the speaker malfunction was confirmed. The device malfunction was displayed on the monitor. After the device was repaired the device was operational. No further action or investigation is warranted.

Event description:
The customer reported that the device displayed a speaker operation error. There was no reported adverse event to the patent or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting address state (B)(6).